Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10 . D4 multiple lots were used during the surgery: lot# 053280 UDI# (B)(4). Sterile expiration date: oct 31, 2024 manufacturing date: oct 21, 2019 lot# 536840 UDI# (B)(4).sterile expiration date: oct 31, 2024 manufacturing date: oct 21, 2019 reported event was confirmed by review of pictures. Visual examination of the provided pictures identified that the prong has fractured and the suture disassembled from the inserter. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple lots were used during the surgery: lot# 053280, UDI# unk, sterile expiration date: unk, manufacturing date: unk. Lot# 536840, UDI# unk, sterile expiration date: unk, manufacturing date: unk. Report source: foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of the inserter was fractured while the surgeon tried to insert the anchor in the burr hole. The fractured piece was removed from the patient's body. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.